Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that the patient experienced diaphragmatic stimulation post implant from this right ventricular (rv) lead. Echocardiogram showed no effusion. Lead perforation is suspected but it was not confirmed. Subsequently, the patient underwent a lead revision and this lead remains in service. No additional adverse patient effects.